Event description:
Additional information received: it was reported there was moderate calcification present at the access site. Resistance was experienced while attempting to remove the device. The device was pulled stronger than normal. The endovascular aneurysm repair (evar) was completed after the sheath had been retrieved. No additional information was provided.

Manufacturer narrative:
B3, b6, d11: date estimated. H6: device code (B)(4) - against resistance. The device was not returned for analysis. It should be noted that the instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the resistance experienced during removal of the device was circumstantial and likely occurred due to interaction with the patient calcification. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device using the pre-close technique prior to a endovascular aneurysm repair (evar) interventional procedure. Reportedly, when trying to remove the device the black sheath separated from the body of the device. Surgery was performed to remove the sheath from the anatomy. Patient is doing well; however, there was clinically significant delay in the procedure. No additional information was provided.